Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that where the pallets are plugged in, the locking connector seems to be broken and does not charge. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on heartstart xl+ defibrillator stating that the paddles do not charge. The rse evaluated the device remotely. It was determined that the paddles did not charge due to a broken therapy connector (locking connector). The device is end of life and there are no spare parts available for repair. Hence, the device was removed from service and the customer was provided the obsolescence letter for the equipment. Based on the information available and the testing conducted, the cause of the reported problem was due to a broken therapy connector. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device is end of life and cannot be repaired. Therefore, the device was removed from service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : remote support provided.